Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected from the ilet and used backup therapy for several days due to repeated prompts to check weight, then reconnected with new pump supplies and a new dexcom g7 continuous glucose monitor (cgm). Upon startup, the pump displayed ¿dosing stopped, connect cgm or change therapy,¿ which was explained as bg run mode having expired until the cgm warmup completed. Symptoms included no adverse clinical effects, with the user reporting a glucose value of 127 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Customer care provided education and troubleshooting regarding bg run expiration and cgm warmup requirements for insulin dosing to resume. Investigation of this case revealed that insulin delivery was appropriately paused pending cgm availability and that therapy would resume once the sensor completed warmup, consistent with expected device behavior. It was concluded, based on previously established findings for similar reports, that the cause was user misunderstanding of bg run expiration and normal system interlocks designed to prevent dosing without active cgm data.